Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic broke, lens not advancing properly and plunger looked bent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the haptic was broke while doctor was advancing the lens in the company device. The plunger looked bent, and the lens was not advancing properly. Additional information has been requested.